Manufacturer narrative:
(B)(4). Date sent: 10/19/2022 d4: batch #t5cy5z investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60t reload was received for analysis and reload body was noted to be damaged. The reload was received with the right side fully fired, the left side partially fired 1/5. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported the reload was opened, the surgeon grabbed the stomach tissue, closed the gun, 15 seconds waiting time, then he initiated the firing process, after opening the gun, one side of the stomach was stapled and the other wasn¿t, cut happened as well.

Manufacturer narrative:
(B)(4). Only event year known: 2022 batch #unk. Additional information was requested and the following was received: does this procedure converted to open? No, to laprascopic bypass. What is the current patient status? Patient is doing well with no remarkable events attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.